Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a procedure (date not reported) to push a part of the electrode lead back into the cochlea. This report is filed (B)(6) 2015. Implanted device remains.

Event description:
Per the clinic, the patient's clinician inadvertently pulled out the electrode array through the tympanic membrane. Explantation of the device is planned, however has not taken place as of the date of this report, may 13, 2015.